Event description:
It was reported that during a right-sided atrial flutter procedure, a perforation of the right atrium was noticed as the patient's oxygen saturation dropped to 33%. The perforation was confirmed by intracardiac echocardiography (ice). Anticoagulant medication was reversed, 50 mg of protamine were administered to the patient, and a pericardiocentesis was performed. About 1300 ml of fluid were removed. The patient was reported to have been taken to the or and was said to be in stable condition. The physician believed a steam pop at the 6 o'clock position on the tricuspid valve caused the perforation/tamponade.

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01, serial # (B)(4); stockert model # m-5463-01, serial # (B)(4); coolflow pump model # m-5491-02, serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a right-sided atrial flutter procedure, a perforation of the right atrium was noticed as the patient's oxygen saturation dropped to 33%. The perforation was confirmed by intracardiac echocardiography (ice). Anticoagulant medication was reversed, 50 mg of protamine were administered to the patient, and a pericardiocentesis was performed. About 1300 ml of fluid were removed. The patient was reported to have been taken to the or and was said to be in stable condition. The physician believed a steam pop at the 6 o¿clock position on the tricuspid valve caused the perforation/tamponade. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.